Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad trace. The device did not have battery out limit alarm and the numbers did not ramp up on the display screen. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly and battery out limit alarm. Customer's blood glucose reading was 450 mg/dl. Customer treated their high blood glucose with manual injection. Troubleshooting for keypad anomaly was performed. Customer stated that during a bolus attempt the numbers continued to ramp up on their own. Customer advised the insulin pump alarmed battery out limit after a battery change and they were unable to clear the alarm as a result of keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.